Event description:
Since the prk enhancement on my right eye in (B)(6) 2014, I've had severe dry eyes. I've now met with three dry eye specialists to get help and am taking a number of drugs. Lotemax, pazeo, oracea, erythromycin, and cleaning the eye with ketoconazole and avenova, and using a heating pad twice a day as well as using lubricating drops throughout the day. I've been told by an eye surgeon that this is due to the prk. I've also been told that I'll now have dry eyes for the rest of my life. And that I'll probably need lipoflow treatments. All of this is expensive and time consuming. Prior to the prk I had no dry eyes. My left eye still does not bother me. It's only the right eye which had the prk that has dry eye. But that's not all. The right eye developed massive floaters soon after the surgery, has terrible night vision, the bottom right eye lid is numb/tingles 80 percent of the day. I have halos, ghost, g and the near vision is poor. I didn't have any of these problems prior to the surgery. The dry eye specialist said I'll need to see a lid specialist and probably have botox injections for it.